Manufacturer narrative:
H3: the probe and the handle were returned in a large plastic sleeve (non-original packaging). Upon return, there were no traces of contamination observed on the probe or the handle. Functionally, the probe was unable to load into a handle. Under the magnification, it was observed that the molex connector was deformed. There was blue material observed over some areas of the connector. Per sme, the molex connector experienced excessive compression which resulted in deformation of the connector inner diameter which also prevented it from flexing open during probe insertion. The device failed due to defective condition and the inability to load the probe into a handle. The complaint was confirmed, due to an out of specification condition. Previous codes b17, c20, d16 and g04102 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before surgery, the handpiece of a stimulation probe could not be inserted into the probe. The issue was not resolved by troubleshooting and replaced it with a new one for use. No part of the probe has been damaged. There was no patient involved in this event.